Event description:
It was reported that fluid was observed in the bag containing a small volume folfusor, indicating leakage had occurred. This was noticed after filling. The reporter stated that the exact source of the leak was unable to be identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A photograph of the device was received and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between february 4, 2014 - february 5, 2014. The physical sample was not returned; however, a photo of the sample was inspected. Evaluation of the photograph was unable to verify the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.